Event description:
A pt reported experiencing inaccurate erratic results with an otbe meter. The pt's blood glucose results were 75, 97, 189mg/dl. Tests were done within 10 mins with a difference of 56%. Pt did not experience any adverse events. No further info has been reported.